Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion failures which were not reproduced. The downstream occlusion failures were found by the presence of "downstream occlusion!" On the final days of customer use in the event history log. Evaluation found the force sensor to be out of specification and the sensor was unable to be recalibrated, which was determined to be caused of the reported symptom. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion failures. There was no known patient injury or medical intervention associated with this event. No additional information is available.